Manufacturer narrative:
The head of maintenance at (B)(6) reported that a visual and functional inspection was performed and he further reported that no issues were found when the bed was evaluated . The alleged event was not duplicated, and the unit was put back into service. Unit was evaluated by maintenance at the user facility.

Event description:
It was reported nurses were called to a room where a patient said she had shifted weight onto the side of the bed, and the bed reportedly "fell on her." The patient weight was reported to be between (B)(6) pounds, and the bed was said to be at an average height. After investigating, the maintenance team did not find any malfunction or defect of the bed and could not get the bed to reproduce the same effect. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported nurses were called to a room where a patient said she had shifted weight onto the side of the bed, and the bed reportedly "fell on her." The patient weight was reported to be between (B)(6) pounds, and the bed was said to be at an average height. After investigating, the maintenance team did not find any malfunction or defect of the bed and could not get the bed to reproduce the same effect. No adverse consequence or clinically relevant delay in treatment was reported.